Event description:
Device 3 of 4. Reference MFR reports: 3008829311-2016-00226, 3008829311-2016-00227, 3008829311-2017-00222. Failure analysis testing of the returned extensions identified one extension exhibited a fracture; therefore, the extensions are being added as MFR report: 3008829311-2017-00221 and MFR report: 3008829311-2017-00222.